Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 30mg/ml dilaudid at 4mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's catheter and pain pump were replaced on (B)(6) 2017 due to the patient complaining about loss of therapy. The hcp reported when they opened up the patient's back the catheter fell out and disconnected, and it was "smooched and severed." The hcp suspected there is still a piece of catheter in the patient's body that they were unable to recover. The patient was in post-op and the hcp wanted to why they can't program the desired simple continuous dose with the 30mg/ml concentration that was already placed in the new pump. The hcp reported the pump was still at minimum rate, but there is 30mg/ml dilaudid in the reservoir. It was reported that the hcp that fills the pump is outside of the us so it will be 12 days before the patient can have their pump filled. The hcp wanted to know how long it would take for the drug to hit the end of the pump tubing. It was reviewed it would take anywhere from 33-48 days (0.199 ml - 0.289 ml) before the drug gets all the way through the pump tubing. The hcp wanted to know how much drug would be introduced in the pump tubing if 12 days go by. It was reviewed about 0.072 ml will be in the pump tubing which amounts to about 2.16 mg of drug. It was reviewed that if any drug is in the pump tubing or catheter they will have to take into account clearing that drug if they don't want the patient to be receiving anything more than 0.25 mg/day. The hcp stated another hcp decided to keep the drug in the pump since there is no one to replace the drug with saline. The hcp stated he will update the rest of the catheter information and update the pump. No further complications were anticipated/reported

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), product type catheter. Product ID 8840, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the event was first noticed on (B)(6) 2017. It was reported that the patient had increased pain for about a year and the intrathecal dose was slowly increased. The pump and catheter were replaced. During the pump replacement the catheter was found to be detached. It was reported the catheter detachment was at the spinal segment. It was also reported that at the last refill before the replacement they expected to have 4.7ml in the pump but they retrieved 15.4ml. The hcp stated the pump had been in minimum rate for about 5 days until they could get the new concentration of drug in. Priming the system was reviewed with the hcp. The hcp reported that after they interrogate the pump it was still showing abridge bolus was in progress since they updated the pump 2 days prior ((B)(6) 2017). The hcp then reported that the pump had been in minimum rate since (B)(6) 2017. New priming numbers were reviewed with the hcp and they confirmed they were able to update the pump. It was reported the issue was resolved at the time of the report. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-jan-2018 from a healthcare professional who reported that per the surgeon, when replacing the pump due to end of battery life, the catheter at the spine ¿just fell apart¿. The cause of the problem was the malfunctioning catheter. The issue was determined by csf (cerebrospinal fluid) evacuation during pump replacement. The patient was back to baseline.